Event description:
It was reported that the t:slim x2 pump battery would not charge, which led to a pump shutdown and inability to restart. Blood glucose levels were not adversely affected, remaining below 500 mg/dl. To resolve the issue, the customer changed the charging supplies and was advised by technical support to reset certain settings and monitor the situation, calling back if the problem continued. The customer understood and accepted the guidance provided.